Event description:
The customer reported that the probe of the ortho provue analyzer was leaking. There were no clot detection errors posted, and the customer had no other info regarding error codes being posted. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer was on site and found the pressure our of specifications. The fe made adjustments to the pressure and replaced the pressure regulator. The instrument was returned to expected operation. This customer has not logged any complaints against this analyzer since the repair.